Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had low blood glucose level of 2.8 mmol/l. It was reported that the customer had other blood glucose levels which were 3.2 mmol/l, 3.4mmol/l and 4.5 mmol/l at the time of incident. Customer was treated food. Customer declined troubleshooting for low blood glucose level. It was unknown whether the customer was using auto mode or not. The insulin pump will not be returned for analysis.